Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with ceftazidime 1 gram, 4 times/week (route and duration not reported). The cause of the peritonitis was unknown. The patient was discharged the next day. Prior to the onset of peritonitis, the patient was diagnosed with an exit site infection. The cause and treatment for an exit site infection was unknown. At the time of this report the patient had recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents for potentially associated lot number h12l11074 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.